Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Device evaluation: the customer's report was observed during review of the device history logs. However, the device was put through extensive testing including periodic self-test, multiple shock testing, and functional testing without duplicating the report. The device was internally inspected with no discrepancies found. The device was recertified and returned to the customer. The electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device detected high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.